Manufacturer narrative:
The customer¿s report of a medication leak between IV set and maxzero connector during infusion was not confirmed or replicated. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking from anywhere along the tubing or valve. The root cause was not identified.

Manufacturer narrative:
Concomitant medical product: 50ml vial emulsion enthalten fresenius kabi, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that fluid leaked between the IV tubing set and the maxzero during a propofol infusion. There was no report of patient harm.